Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a display issue. The medical affairs specialist (mas) spoke with the patient on december 16, 2008 and obtained the following information. The patient reported that the alleged issue began on the afternoon of two days prior to the day lifescan was contacted. As a result of the issue, the patient claimed she was unable to test her blood glucose and skipped her afternoon and evening dose of novolog insulin (units administered are based on a sliding scale) because she did not know what her blood glucose level was. The next day, the patient reported that she began to feel thirsty, tired and was vomiting. Prior to dinnertime that evening, the patient reported that she tested with her sister's meter and obtained a reading of "460 mg/dl," and then administered an adjusted amount of novolog insulin based on the result. Prior to when the alleged issue started, the patient stated that she had gone to see her physician for a routine visit. At the time of the visit, the patient does not recall if her blood glucose was tested. At the time of troubleshooting, the customer care advocate was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.